Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Enterobacter aerogenes (100cfu/100ml). The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for followings. The suction channel: gram-positive bacteria (1cfu/endoscope). The air/water channel: micrococcaceae (5cfu/endoscope) and gram-positive bacteria (1cfu/endoscope). Ofr requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. The exact cause of the reported phenomenon could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, on (B)(6), 2021, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). As a result of the testing by ofr, no microbe was detected from the sample collected from the subject device finally. In addition, ofr checked the subject device and found no malfunction on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.